Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the issue, the hcp stated that the triage nurse and nurse practitioner were seen and spoken with patient on (B)(6) 2025. No symptoms were reported. It was unknown if the issue was resolved. (B)(6) 2026 rtg0717323 (con): additional information was received from a patient. They reported that the patient called back and repeated information regarding the electrical shock they felt every time they went to the bathroom. The patient said this began 2-3 weeks after implant date. The patent said they continued to experience the electrical shock sensation even at the "lowest setting." As a result, the patient had the ins removed. Patient did not provide explant date. Patient provided name of the explanting hcp (see 'secure note'). Patient wanted to know what they should do with the external equipment. Agent reviewed disposal guidelines. Agent re-opened case to notify patient registration services (prs) via email that the ins was explanted.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they felt like an electrical wire was sticking them every time they got to the restroom since 3-4 days ago. Agent recommended to decrease the stimulation to a comfortable level. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported their current hcp was not available anymore. Agent would send physician listing to patient.  Patient reported sticking wire sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to provide the steps taken to resolve the issue, the hcp stated that the triage nurse and nurse practitioner were seen and spoken with patient on (B)(6) 2025. No symptoms were reported. It was unknown if the issue was resolved.

Manufacturer narrative:
G2: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.